Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that a cartridge alarm occurred during the load sequence. As well, as that a cartridge change error occurred. Customer¿s blood glucose level was 110-133 mg/dl. The customer reverted to an alternate method in insulin therapy.